Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The pcb board and cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited an error and failed to boot . No patient serious injury or death was reported related to this event.